Event description:
It was reported that during an interventional procedure in a very tortuous right internal carotid artery, after placing the emboshield nav6 filter and as the rx acculink stent delivery system (sds) was being maneuvered into the lesion, the non-abbott guiding sheath prolapsed into the aorta pulling the sds back. When this occurred, the nav6 filter moved proximally approximately 1-2 cm. The filter was repositioned by pushing on the guide wire. Several unsuccessful attempts were made to place the sds causing the filter to move during each attempt. The sds was removed and the lesion was not stented. The filter was successfully removed. There was no adverse pt effect. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: the product used during the procedure was not returned which could have aided in the determination of the cause, however, the migration of the filter basket can be affected by numerous factors including, but is not limited to, pt anatomical morphology, pt disease state, device placement technique, accessory device support, and insufficient landing zone for the filter basket. The reported prolapsed or loss of guiding sheath support, which is likely the result of the very tortuous anatomy appears to have contributed to filter migration. Based on available info and without having the device for analysis, a conclusive cause appears to be related to case circumstances and there is no indication to suggest a product deficiency. In this case, as a result of the filter movement, additional intervention was needed by repositioning the filter basket with the use of the guide wire. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for eval and the part and lot numbers were not reported.